Event description:
It was reported that this right atrial (ra) lead was explanted due to a product performance issue. The ra lead was successfully removed and replaced with a new lead. No additional adverse patient effects were reported. No additional information was provided at this time.